Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a introducer sheath device. The item was returned with its packaging opened. Visual examination of the external appearance of the returned sterilization bag revealed that water droplets had adhered to the film part of the sterilization bag. It was further confirmed the appeared water droplets were silicone oil applied to the hemostatic valve of the sheath. Inspection of the area around the sheath, including the hemostatic valve, confirmed that silicone oil had adhered. The silicone oil application to the hemostatic valve of the sheath was investigated and showed that the excessively applied silicone oil was wiped up.

Event description:
It was reported that there was fluid within the sterile package. During unpacking, fluid was observed in the 6 fr x 11 cm super sheath introducer sheath sterile package. It appeared to be leaking from the valve of the sheath. The device was not used with the patient. A different device was used to complete the procedure.

Event description:
It was reported that there was fluid within the sterile package. During unpacking, fluid was observed in the 6 fr x 11 cm super sheath introducer sheath sterile package. It appeared to be leaking from the valve of the sheath. The device was not used with the patient. A different device was used to complete the procedure.